Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Subsequently, patient underwent revision procedure where irrigation and debridement was performed and components were replaced with an antibiotic spacer in 2009, due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certificate show that lot was sterilized and released in 2007. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.